Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced that infusion set bent needle after insertion on (B)(6) 2025. It was also reported that tubing was placed in the notch prior to pulling back the spring. The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.